Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection. The local field representative asked about using cardiac patches. The technical services consultant planned to look into this option and get back to them. No additional adverse patient effects were reported. Evidence suggests the s-ICD device and electrode remain implanted and in service. The local sales representative later reported that the s-ICD system was explanted without a boston scientific representative present. Additionally, the serial numbers and initial reporter details were not available. The explanted products were not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced an infection. The local field representative asked about using cardiac patches. The technical services consultant planned to look into this option and get back to them. No additional adverse patient effects were reported. Evidence suggests the s-ICD device and electrode remain implanted and in service. The local sales representative later reported that the s-ICD system was explanted without a boston scientific representative present. Additionally, the serial numbers and initial reporter details were not available. The explanted products were not expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.